Event description:
New information indicates that in (B)(6) 2021 the right ventricular (rv) lead was revised and replaced. The patient condition is unknown.

Event description:
New information indicates that the right ventricular (rv) lead exhibited under-sensing and lead fracture. During the revision procedure on (B)(6) 2021 the physician had elected to explant and replace the lead. There were no complications noted.

Manufacturer narrative:
The reported events were lead dislodgement, increased threshold, r-wave amplitude variation, lead fracture, undersensing and high pacing impedance. As received, a complete lead was returned in one piece. The reported events of unacceptable threshold, r-wave amplitude variation, lead fracture, undersensing and high pacing impedance were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented for routine follow up. Device interrogation revealed high capture threshold and r wave amplitude variation due to dislodgement. No changes or intervention was performed. The patient condition was stable.

Manufacturer narrative:
Correction - b5 and h6 missing high pacing impedance malfunction.

Event description:
New information indicates that the right ventricular (rv) lead exhibited high pacing impedance, under-sensing, and lead fracture. During the revision procedure on (B)(6) 2021 the physician had elected to explant and replace the lead. There were no complications noted.